Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had missed a refill and the pump was alarming; telemetry was not performed. The group home staff called the clinic about the alarming pump. It was stated that on looking at the old programming strips the refill date should have been just prior to (B)(6) 2012, the last refill date was (B)(6) 2012. Patient was not having any symptoms of underdosing at the time, "was doing fine; but was stiff due to missing the refill". It was stated that the pump went empty on (B)(6) 2012; patient had been without medications for three days. Hcp was considering dosing adjustments and will also not be doing any prime. Drug delivered via the device was gablofen.

Event description:
Additional information: patient had experienced increased hypertonicity due to the missed refill on (B)(6) 2012 that had gone now with pump treatment resumed. Patient outcome was noted to be excellent, no injury recovered without sequel.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).